Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, a cut was observed in pump tube. The reported condition was verified. Eight (8) retained samples were evaluated. Visual inspection with the naked eye of the eight retention samples did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at the start of hemodialysis therapy, an external blood leak was observed in a gambro cartridge which resulted from a split blood pump segment tubing. Approximately less than 150 cc of blood was lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.